Event description:
It was reported that the lead was replaced due to inappropriate shocks for lead noise. High impedance indicates a potential fracture. No patient complications were reported as a result of this event.